Event description:
A patient underwent a percutaneous coronary intervention in 2009. The procedure was performed via a 6 french procedural sheath and intra-procedural heparin and integrilin were administered. The puncture site was noted to be a side wall stick at the right common femoral artery, and mild calcification was noted in the vicinity of the puncture. At the end of the procedure, the patient's systolic blood pressure was 110 and the act was 269 seconds. A mynx vascular closure device was used to achieve access site hemostasis and the patient was placed in a recovery unit. Several hours post procedure, the patient complained of abdominal pain. A CT scan was performed which revealed a mild retroperitoneal bleed. Manual compression was applied and the patient was transfused with 2 units of packed red blood cells. The patient tolerated the procedure well and no further incident was reported. No additional information is available.

Manufacturer narrative:
Based upon the information provided and the investigation performed, the exact cause of the retroperitoneal bleed could not be determined. Potential causes for the retroperitoneal bleed could be the side wall stick and the unknown relation to the femoral head. In addition, the safety and efficacy of the mynx device with pvd in the vicinity of the puncture has not been established.